Manufacturer narrative:
It was reported that the ventilator generated a technical error codes indicating a power error. The ventilator was investigated by our field service engineer on-site and the magnet field indicator was determined defective and replaced which solved the issue. No replaced parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref: (B)(4).

Event description:
It was reported that the ventilator generated a technical error codes indicating a power error. There was no patient harm. Manufacturer's ref. #: (B)(4).